Event description:
It was reported that one lead, placed in the subthalamic nucleus (stn), did not work well, so they were going to replace it in the globus pallidus interus (gpi). The patient was having spasms and pain with the ins on, so his left implantable neurostimulator (ins) was usually turned off. The manufacturer representative (rep) also reported that some of the bipolar impedance values were the same as the unipolar impedance values. In addition, the combination of case and 1 was only 539 ohms. The doctor scheduled the patient for surgery to fix the problem and his ins would be off until then. The doctor was talking about replacing the ins in the hope that it would address the impedance issue, so a head MRI could be performed to determine better placement of the lead. The doctor ultimately planned to replace the associated lead due to the pain when stimulation was on. The source of the issue and the patient outcome were not known, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387, implanted: (B)(6) 2007, product type: lead. (B)(4).